Event description:
The rptr stated that they did back to back blood glucose tests in the morning, using separate finger sticks. Rptr's results were 195 and 155 mg/dl. Later that day rptr retested back to back, using same finger stick, and had readings of 95 and 75 mg/dl. Rptr did not have any symptoms. On followup, the rptr related an accurate technique of applying blood. Rptr has never cleaned the meter. Reviewed cleaning and use of control solution with the rptr. No harm was alleged.